Manufacturer narrative:
Initial reporter phone: (B)(4). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2333205. Medical device expiration date: 06-mar-2023. Device manufacture date: 29-nov-2022. Medical device lot#: 2339842. Medical device expiration date: 15-mar-2023. Device manufacture date: 05-dec-2022 . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that plate columbia ag 5prct sb 90mm plates were contaminated before use. The following information was provided by the initial reporter: the client wanted to work with the plates, and they were already contaminated.

Manufacturer narrative:
H6 investigation summary: complaint history review: complaint history was reviewed and similar complaint were identified for this catalog number; however no trend was identified. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples of both batches were reviewed and no deviation was detected. Return samples were not provided. The shared pictures are illustrating a product that is not manufactured by bd. Evaluation results: at this stage of the investigation no deviation could be detected in our validated manufacturing process. No discrepancy could be detected neither during the review of the retain samples nor during the review of the production record. Since the shared pictures from the customer are illustrating a product that is not manufactured by bd, no further investigation could be performed. Investigation conclusion: based on the internal investigation, this complaint cannot be confirmed for contamination. However bd will continue to monitor incoming complaints for similar defect types. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It was reported that plate columbia ag 5prct sb 90mm plates were contaminated before use. The following information was provided by the initial reporter: the client wanted to work with the plates, and they were already contaminated.